Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
The anesthesia machine was investigated on site by our field service engineer (fse). The inspiratory pressure transducer printed circuit board (pcb) was found to be defective and fse resolved the reported failure by replacing it. The evaluation of the provided logs confirms the reported failure. The system check out failed the pressure transducer test due to the measured zero pressure offset for the inspiratory pressure transducer had drifted and exceeded the allowed limit (± 300 mv from factory default). The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The replaced inspiratory pressure transducer pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the anesthesia workstation failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).